Manufacturer narrative:
The occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The pump reset issue was verified in the pump logs; however, no failure was identified. In addition, a different issue was identified (faulty speaker).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 717mg/dl and high levels of ketones due to an unknown cause. Multiple supply changes were performed and correction boluses were delivered to address the bg level and the customer's bg level remained elevated. No damage was noted to the pump supplies in use during this event. Subsequently, the customer was taken to the hospital. While in the hospital, the customer received treatment in the form of intravenous therapy and insulin. Tandem technical support reviewed the pump history and found that an occlusion alarm had occurred and the pump had unexpectedly shutdown and reset. The customer was released from the hospital two days later. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer reverted to manual injections for insulin therapy.